Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet and disconnected from the pump after suspecting a connection issue, noting an insulin odor without visible leakage, then administered subcutaneous insulin by pen and later completed a supply change with a new teflon inset and cartridge, after which insulin delivery resumed and glucose stabilized at 78 mg/dl. Symptoms included hyperglycemia with a reported peak of 600 mg/dl for 6¿7 hours, headache, dry mouth, nausea, kidney pain, generalized body aches, and increased urination, along with small ketones. Outcomes included a serious illness/impairment as defined by the reported severity of hyperglycemia and symptomatic burden. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings, with insufficient information to identify a device problem or component failure and the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.